Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-03189 / 03191 / 1825034-2016-03195 / 1825034-2016-03591). Remains implanted.

Event description:
Patient underwent right knee aspiration approximately 16 months post implantation due to pain and swelling. Operative record noted effusion, stiffness and patellar tilt.